Event description:
It was reported that at the end of an endometrial ablation case, the staff noticed that the loop at the end of the device was missing. The physician was notified & follow-up will be done with the pt.

Manufacturer narrative:
No further details are available at this time. Four voicemails have been left with the risk management dept with no response. The device has not been returned at this time. Investigation is ongoing. If any additional info is received a follow-up report will be submitted.